Event description:
Cotton shreds lef inside me - vagina [foreign body in reproductive tract]. Tampons falling apart as remove them from vagina [complication of device removal]. Tampons falling apart [device breakage]. Consumer reported via e-mail that tampons are falling apart. No serious injury reported.

Event description:
Cotton shreds "left" inside me - vagina [foreign body in reproductive tract]. Tampons falling apart as remove them from vagina [complication of device removal]. Tampons falling apart [device breakage]. Case description: consumer reported via e-mail that tampons are falling apart. No serious injury reported.